Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of high intraocular pressure, ocular pain, headache, gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported xen®45 gts was not filtering and iop was 40 mmhg with eye pain and headache in the right eye. Treatment was noted with ac fluid drainage through paracentesis, pred, oflox, atropin, azopt and betaxolol. The device has been removed and replaced with another xen®45 gts. Event has been resolved.